Event description:
It was reported that the patient experienced presyncope. The lead exhibited a loss of ventricular capture and high impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.